Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: it was reported that a 63-year-old female underwent breast augmentation revision with mentor smooth round moderate profile 300cc saline prostheses. Post procedure, right sided deflation and left sided baker¿s grade IV capsular contracture was observed. Upon receipt by mentor the device contained no fluid. No foreign material was observed within the device or on the shell surface. During initial evaluation some creases were observed on the anterior and posterior aspect. No other anomalies were observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor failure analysis lab concluded that the reported complaint of capsular contracture in the patient was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture and deflation are known complications associated with these devices and are referenced in our current product insert data sheet. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast augmentation revision with mentor smooth round moderate profile 300cc saline prostheses. Post procedure, right sided deflation and left sided baker¿s grade IV capsular contracture was observed. As a result, bilateral prosthesis replacement with mentor smooth round moderate profile 325cc saline prostheses was performed. See 1645337-2019-08371 for contralateral prosthesis report. This report relates to the left prosthesis.